Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one paclitaxel set leaked during patient infusion with taxol. The leak was observed between the tubing and a baxter clearlink system continu-flo solution set. The tubing was connected to the main IV via a closed system drug transfer device (a non-baxter device). The event occurs while connected to a non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.